Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split exposing the core wire approximately 23.1cm to 26.9cm from the distal end. The coating was partially socked over on itself from 22.7cm to 23.1cm from the distal tip and was able to be unsocked. A shallow cut in the coating continuing from the peeled section was observed under magnification, evidence of potential scoring damage contributing to the failure. A bend was noted in the wire guide 4.5 cm from the distal tip. No portion of the coating appears to be missing. A lab meeting was held with manufacturing engineering and production leadership on 2/14/2024. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator was completed to address this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook acrobat calibrated tip wire guide. It was stated that the physician advanced the wire guide into the endoscope and found that the coating of wire guide had peeled off. The physician then changed to another one of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.